Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred indicating that the cartridge was removed outside of the load sequence. The customer revered to alternate therapy for insulin therapy. The customer's blood glucose level was 130 mg/dl.